Event description:
It was reported that during the post procedural follow up, loss of capture was noted on the right atrial (ra) lead, the right ventricle (rv) lead, and the left ventricle (lv) lead. Diagnostic imaging was performed and migration of the device and dislodgment of the ra lead, rv lead, and lv lead was observed. The physician suspected the migration of the device was due to the anatomy of the patient resulting in dislodgment of the leads. A revision procedure was performed and the ra lead, rv lead, and lv lead were explanted and replaced. The device remained implanted and an absorbable antibacterial envelope was placed around the device. The patient was in stable condition.